Event description:
Complainant alleged that while attempting to defibrillate patient the device failed to charge energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. However, it was not related to the reported malfunction.